Event description:
Rear cannula end is broken.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections g3 (date received by manufacturer) and h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.